Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 21 mg/dl and 167 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.